Event description:
The surgeon attempted to insert a three piece collamer lens model cq2015. The lens haptic tore off prior to insertion. The lens was not inserted and there was no pt contact or injury. This is two of two lenses for the same pt. See report # 2023826-2005-01330.